Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy manually, the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency caused the peritonitis. Based on the available information, the cause of the peritonitis cannot be firmly established. However, peritonitis is a well-documented complication in patients undergoing pd therapy that is most often caused by a breach in aseptic technique during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient went to the hospital due to peritonitis. Upon follow-up, the patient¿s pd nurse reported the patient was experiencing symptom of abdominal pain. As a result, the patient was admitted to the hospital with peritonitis. Per the nurse, the patient¿s pd culture (date not provided) yielded an elevated white blood cell (wbc); result not available. The patient was reportedly treated with antibiotics (unknown medication, dose, and route) while hospitalized. The patient remained hospitalized at the time follow-up was conducted. However, it was anticipated the patient would be discharged on (B)(6) 2021. It was reported the patient will remain on antibiotic therapy with vancomycin and levaquin intra-peritoneal (ip) on an outpatient basis and continuing home pd with the same cycler. The nurse stated the cause of the peritonitis was unknown. However, per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.

Event description:
It was reported that a peritoneal dialysis (pd) patient went to the hospital due to peritonitis. Upon follow-up, the patient¿s pd nurse reported the patient was experiencing symptom of abdominal pain. As a result, the patient was admitted to the hospital with peritonitis. Per the nurse, the patient¿s pd culture (date not provided) yielded an elevated white blood cell (wbc); result not available. The patient was reportedly treated with antibiotics (unknown medication, dose, and route) while hospitalized. The patient remained hospitalized at the time follow-up was conducted. However, it was anticipated the patient would be discharged on (B)(6) 2021. It was reported the patient will remain on antibiotic therapy with vancomycin and levaquin intra-peritoneal (ip) on an outpatient basis and continuing home pd with the same cycler. The nurse stated the cause of the peritonitis was unknown. However, per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.